Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation. Visual inspection found the latch was closed. Investigation found that the device was latched when received. The latch ski jumped the a-track and was intermittently catching on the internal track that guides the ski. Inspection noted minimal eschar between the jaws. The investigation identified the root cause of the reported event to be undetermined. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws jammed and would no longer open. The device was activated several times before the issue occurred, and no patient injury resulted from this issue.